Manufacturer narrative:
Correction: h4 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3, h6, h10. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment post-accelerated stress test (ast) 2-hour 15-minute 8500 ml test was performed and completed without failures. They cycler underwent and passed a system air leak test and valve actuation test. There were no fluid leaks in the test cassette during the treatment test. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization, antibiotic therapy and the transition to hd for rrt. The patient¿s spouse stated the etiology of the peritonitis is unknown; therefore, causality cannot be established. Esrd patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Although the patient is not currently undergoing pd therapy, the patient still retains the liberty select cycler for future use.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s spouse revealed the patient presented to the emergency room (ER) with cloudy effluent fluid and abdominal pain on 23/sep/2020. A peritoneal effluent fluid culture and cell count was obtained, and the patient was reportedly diagnosed with peritonitis. Intraperitoneal (ip) antibiotics were administered; however, the drug, dose, frequency, and duration were not provided. Although the spouse could not provide specifics, they stated the patient¿s infection was so severe, they surgically removed the peritoneal dialysis (pd) catheter (not a fresenius product) on (B)(6) 2020. The patient began receiving intravenous (IV) antibiotics and went to the operating room to undergo the surgical placement of a permanent hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd for renal replacement therapy (rrt) on (B)(6) 2020 without issue. The patient¿s spouse stated they are unaware of the organism cultured, and the doctors could not determine the cause of the peritonitis. The patient was discharged in stable condition on (B)(6) 2020 and will begin to undergo hd therapy today ((B)(6) 2020). Per the patient¿s spouse, the patient will stay on outpatient hd therapy for approximately 6-8 weeks and will return to pd therapy if possible.